Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pbs that was under pressure leaked outside of instrument during use with a bd aria¿ iii 3b/3r/3v/5yg. The following information was provided by the initial reporter: during maintenance found that the hv board is defective. Additionally, on (B)(6) 2020 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Pbs similar to facsflow, no biohazard or dangerous fluidics. What is the source of leak -- waste line or non-waste line? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that pbs that was under pressure leaked outside of instrument during use with a bd aria¿ iii 3b/3r/3v/5yg. The following information was provided by the initial reporter: during maintenance found that the hv board is defective. Additionally, on 2020-7-31 the fse provided the following additional information: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Pbs similar to facsflow, no biohazard or dangerous fluidics. 5. What is the source of leak -- waste line or non-waste line? No. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00083 was sent in error. Fse provided verification that leakage occurred entirely within instrument, therefore this is not considered to be a reportable malfunction.